Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor adhesive did not stick, and that the sensor never penetrated the skin. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection and found insertion needle bent inside sensor base. We were unable to confirm if customer received sensor in that condition due to customer returning it opened/used. Complaint against sen-serter. We were unable to confirm adhesive anomaly due to sensor was returned opened/used.